Event description:
The hearing aid user came to the dispenser's office. The hearing aid specialist removed a wax guard from the user's ear. There was no sign of redness or irritation in the ear canal.